Event description:
It was reported that patient presented to emergency room after episodes of syncope. Upon interrogation, increased capture threshold, loss of capture and high pacing lead impedance were observed. Lead was capped and replaced.